Event description:
It was reported that when using the bd pyxis¿ medbank tower medication was not showing on patient list. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) received message regarding a patient med order that the customer was not seeing in the profile as expected. The tss found this item showing in the profile and stated it was possible to take a minute to populate on the medbank side. The system functioned as intended after the technical support specialist verified the device.